Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.